Event description:
Pt underwent right total knee arthroplasty at another facility approx five yrs ago. Pt did well until approx six weeks ago when they developed incapacitating pain of the joint. The pt was admitted to the hosp for revision arthroplasty of the knee. Intraoperatively, it was found that the pt had moderate effusion of the joint. The tibial articular plate appeared to be loose within the tibial surface and there appeared to be some loosening of the bone cement interface under the tibia. There was a small amount of bone loss in the intercondylar region as well as in the middle of the tibia, but the bony areas in the tibia appeared to be very osteoporotic.